Event description:
In 2009, the pt reported that two days prior while the infusion device was priming, it did not display the "start priming" screen and the device returned to the stop screen and did not display units primed. She was not able to stop the priming by pressing any button on the infusion device and she had to remove the battery. She reinserted the battery and attempted to prime again with the same results. She stated that her blood glucose has been "acting goofy" since that time and she is concerned with the accuracy of insulin delivery. Her blood glucose measured 320 mg/dl this morning the she bolused 5 units of insulin. Her most recent blood glucose reading was 302 mg/dl. Her target blood glucose level is low 100 mg/dl. She was instructed to insert a new battery into the infusion device. She stated she was working and she would call back when she returned home. The pt called back and stated that she inserted a new battery and she was able to successfully prime. She reconnected to the infusion device. Upon follow up on original date, the pt reported that her blood glucose had "come back down." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.